Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: sig mod tib tray cem cocr 4 tibial tray component; pfc sigma c/r npor fem rt sz 4 femur component; sigma crvd gvf ins 4 10mm tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
The patient was revised to address due to lysis under the tibial tray. Doi: (B)(6) 2013; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.